Event description:
During device replacement due to normal eri, foreign material was noted in the set screw opening. The event was resolved by removing the foreign material with a needle and flushing with mineral oil. The patient was in stable condition.

Manufacturer narrative:
Upon analysis the reported complaint of difficulty engaging the setscrew was confirmed. Visual analysis revealed the remains of calcified blood in the setscrew inset. Electrical inspection revealed normal device characteristics. Mechanical inspection revealed a missing septum. The calcified blood had been limiting wrench insertion and preventing the wrench from engaging the setscrew inset walls which is necessary to untighten the setscrew. With most of the calcified blood removed a wrench could then be fully inserted into the inset and the setscrew untightened to release the lead in the field.